Event description:
Customer reported he has noticed a few droplets of insulin in the pump cartridge chamber. Customer alleges a few drops of insulin leaked out of the bottom of the cartridge. No adverse events reported. Cartridge and adapter were both discarded. No product to be returned.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.